Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium result was multiple maintenance issues including use of an expired accessory fluid. The siemens healthcare diagnostics technical service center representative directed the customer to appropriate maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed sodium result was obtained on a patient sample. It is unknown if the result was reported to the physician. After discordance was recognized, the sample was re-run and a higher result within the normal range was obtained and reported. Patient treatment was not reported as altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium result.